Manufacturer narrative:
The reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint system.

Event description:
It was reported by service report that the bed had no functions. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.